Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s wife reported via phone call that the insulin pump will not program. They changed the battery but the pump still would not program. The customer¿s blood glucose was 168 mg/dl. During prime rewind troubleshooting, the customer said that insulin was squirting out during the manual prime process and that insulin continues to drip after the motor stopped. They said that the pump is alarming compromised forced sensor alarm and that they are unable to exit the preparing to prime loop. The customer stated that the rewind message occurred after an alarm/alert and that they are stuck in rewind complete/bolus delivery loop. They were advised to disconnect from the pump and to treat per their doctor¿s orders. The caller said that she did not know if the pump had been dropped or bumped and was unable to describe any damage to the drive support cap. The customer was advised that the possible cause of the compromised forced sensor alarm was that the forced sensor occurred during seating and that it did not detect the reservoir. The insulin pump is being returned for analysis.

Manufacturer narrative:
Pump received with loose/protruded drive support disk, minor scratched display window, cracked battery tube threads, broken reservoir tube lip, cracked case at reservoir tube window corner, cracked reservoir tube window and missing end cap sticker. Pump unable to prime during prime test due to loose/protruded drive support disk. No alarm noted. Pump passed idle current test, run current test, self test, off no power test, error test, basic occlusion test, displacement test and rewind. Unable to perform occlusion test and excessive no delivery test due to prime anomaly.